Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number:2938836-2019-02677. It was reported that noise was observed on right atrial lead. The low, out of range pacing impedance was noted on right ventricular lead. During the procedure, externalized coils on right ventricular lead was confirmed by fluoroscopy. The physician explanted and replaced both leads. The patient got discharged after the procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 24.5cm after stretching. Externalized conductors due to internal insulation abrasion were noted at 7.0 ¿ 10.0 cm from distal tip. Internal abrasion breaching the non-functional cable lumen was found at 6.5 ¿ 7.5 cm, 8.0 ¿ 9.5 from distal tip. Etfe cable coating was not abraded but damaged during the procedure at these locations. This is consistent with the observation from the field of noise.